Event description:
The infusion pump was rec'd at a service facility with a note stating "broken! Runs even when clamp is in and pump is off. Rate totally inaccurate." No additional info has been rec'd. No pt injury was reported.